Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -9.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during, after opening the vial. Intraoperatively the lens was removed. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as user error and the device did not fail to perform as intended.

Manufacturer narrative:
Claim#: (B)(4).